Event description:
The patient reported that she gave herself 6 units of insulin. Per the patient, this was more insulin than she should have given herself as she was in a hurry. She reported that she ate a light dinner and some "sweets". She later attended a class, and after the class attempted to get into her car and drive home. She was found by the paramedics in her car in the parking lot about 2 hours later. The patient stated that her blood glucose reading on the paramedics meter was "very low", less than 20 mg/dl. The patient was taken to the hospital around 10:45pm and given an IV with glucose and something to eat. She was released from the hospital around 2 or 3am. The product was requested to be returned for evaluation.